Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm, missing segments anomaly and failed battery test due to blank display. Insulin pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir sometimes didn't seem to lock into place and in sunlight screen turns really dark and it was getting hard to read the screen by customer. Customer stated that the insulin pump had no delivery alarm and the battery was failed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.